Event description:
Dexcom g7 - I had two back to back dexcom g7 sensor failures when replacing the expired sensor. So darn frustrating. Reference report: mw5178942, and mw5178942-1. Pt code: 4580. Device code: 2588.